Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure @ 20,462 joules of use ¿aiming beam firing forward¿ was observed with the first fiber. The second fiber was also reported "aiming beam firing forward". The procedure was completed using a third fiber. No injury to patient reported. This report is for the second fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.